Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Revision hip surgery to remove broken exeter stem.

Event description:
Revision hip surgery to remove broken exeter stem.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. Material analysis of the returned device confirmed stem crack/fracture. Method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), this inspection indicated: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured at the neck. Damage was observed on the stem, consistent with the cement-mantle breakdown process. Damage consistent with the explantation process was also observed on the stem. Based on macroscopic features, the stem fractured from the superior to the inferior surfaces of the stem. A material analysis has been performed. The report concluded: the stem fracture at the neck in fatigue. The fracture occurred from the superior to the inferior surfaces of the stem. The location of fracture origin was at or near the location of the prehension hole. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: review of the provide medical records by a clinician noted the following: the event of a broken exeter stem requiring revision surgery cannot be confirmed as insufficient information has been received for review documentation which would aid in the further completion of this assessment would include: operative reports. Surgical implant records from the surgeries. Dated pre and post op x-rays/ imaging from the index and revision surgeries. Outpatient office/clinic notes. Implant retrieval. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the medical review concluded the following: insufficient information has been received for review documentation which would aid in the further completion of this assessment would include: operative reports. Surgical implant records from the surgeries. Dated pre and post op x-rays/ imaging from the index and revision surgeries. Outpatient office/clinic notes. Implant retrieval. The explanted stem was retrieved and material analysis of the device concluded the following: the stem fracture at the neck in fatigue. The fracture occurred from the superior to the inferior surfaces of the stem. The location of fracture origin was at or near the location of the prehension hole. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was received. Further information such as operative reports, surgical implant records from the surgeries, dated pre and post op x-rays/ imaging from the index and revision surgeries and, outpatient office/clinic notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.